Event description:
While passing a palmaz genesis stent through left common iliac artery, the stent came off of stent delivery system. Another stent was used successfully with no further complications.

Manufacturer narrative:
The cc was updated to add action statement. While passing a palmaz genesis stent through the left common iliac artery the stent dislodged from the stent delivery system. Another stent was used successfully with no further complications. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for this lot. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the stent crossing profile and stent retention tests were accepted according to specification. The stent retention values were reviewed and it was found that the results were accepted according to specification. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Please note that the product was not returned for analysis.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.